Event description:
A 4.7 x 10 mm tapered implant was placed on (B)(6) 2012. During the pt's one month post-operation check-up, the dr discovered that the implant was mobile. The implant was removed on (B)(6) 2012 under local anesthetic.